Event description:
It was reported the patient experienced seizures, and four hemorrhages in the brain, which was reported to have been caused by the use of medications. This started last year before the pump was replaced. The patient reported not being able to drive because of the seizures. The pump was used to deliver an unknown medication. The exact cause for the patient¿s symptoms, and the patient¿s outcome following the event, remain unknown. Follow-up was conducted to obtain this information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n0047989, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).